Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer observed the battery gauge dropping when connected to a power source and then jumping up to 100%. In addition, the customer was having difficulty charging the pump at the time of the report. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy. Customer also has manual injection supplies available.